Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (over 500 mg/dl). The customer did not know what was causing the high bg; however, thought it might be related to the infusion set. Corrective boluses and insulin injections were used to address the bg level. As the customer was not currently experiencing a high bg, tandem technical support was unable to troubleshoot to determine a possible cause and advised the customer to discuss the high bg with a healthcare provider.